Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the customer uses humulin r insulin in their cartridge. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as they did not have any additional pump supplies. During a follow-up call, it was reported the customer received a new infusion set to address the occlusion alarm.